Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Aneurysm rupture is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported aneurysm rupture was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01779.

Event description:
The patient was undergoing a coil embolization procedure in the right posterior communicating artery (pcom) using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). It should be noted that the patient had very tortuous anatomy. During the procedure, the physician successfully implanted two smart coils into the target vessel using the handle. When the physician attempted to implant the third smart coil using the handle, the coil did not detach. Upon the second attempt to detach using the handle, the smart coil was successfully implanted into the target vessel. Subsequently, the patient's aneurysm ruptured. The physician continued the procedure by implanting two additional smart coils and stopping the aneurysm bleed. The patient was then transferred to a different hospital for additional care. The medical status of the patient is currently unknown.